Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating the patient's last pump was ¿coming through his skin and he was in terrible pain¿. The patient stated that this was reported about two years ago. No troubleshooting was performed. The issue was not resolved at the time of the event. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's weight was (B)(6)lbs or (B)(6)lbs. The cause of the pump not working was the patient fell from a ladder. It was noted the patient was having uncontrolled pain, was in the hospital, and was in trouble. The issue was noted as resolved but then mentioned it was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (25 mg/ml at 3.184 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient had a fall and they started to go through withdrawal either on the 27th or 28th of july. It was noted the pump was not working and the patient was in extreme pain. The patient stated that in the ER they "removed the pump" and confirmed that it was still working. The patient stated that they are not sure if they put the same pump back in or changed it. The patient tried to get help from their neurosurgeon and they were unwilling to help as they only implant the pump. There was no troubleshooting performed on the call or an out of box failure. The patient went to the hospital about two weeks ago and was opened up and then closed back up. Patient said when they were opened up they went into the patient's belly and emptied the pump and wasn't quite sure what they did but right now they were in excruciating pain.